Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the mechanics swing fork did not function properly. This was attributed to normal wear. The collet, ball bearings, and clamping sleeve were replaced. The device was repaired and returned to the customer on (B)(4) 2013. Placeholder.

Event description:
Customer reported that device was overheating. This is report 1 of 1 for complaint #(B)(4).